Manufacturer narrative:
During an interventional endovascular procedure, a 6x15mm 142cm aviator plus balloon catheter (bc) ruptured at nineteen atmospheres (19 atm) during post-dilation of a previously implanted non-cordis stent. The product was removed from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the left renal artery. The lesion was reported to be: severely calcified and tortuous, and a 100% stenosis. A retrograde approach from the common femoral artery was made. No patient information was available. There was no other product issue noted at the account after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was unknown, but the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some reported difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon re-wrapped properly. The balloon catheter did not kink while being used. There were no reported product issues with the stent used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not provided. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17270038 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified and tortuous with 100% stenosis) and procedural/handling factors (inflation above rated burst pressure) most likely contributed to the reported event as calcified/resistant lesions and high inflation pressures can damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Caution: balloons should not be inflated in excess of the rated burst pressure printed on the package label. Higher pressures may damage the balloon catheter and overdistend the selected artery, which may result in vascular complications. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure, a 142 cm. Aviator plus 6.0 x 15 balloon catheter (bc) ruptured at nineteen atmospheres (19 atm.) During post-dilation of a previously implanted unknown stent. The product was removed from the patient. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the renal artery. The lesion was reported to be: calcified. Additional information received indicated that the stent that was implanted was a non-cordis product. There were no reported product issues with the stent used. The target lesion was the left renal artery. The lesion was reported to be: severely calcified and tortuous, and a 100% stenosis. A retrograde approach from the common femoral artery was made. No patient information was available. The product was discarded by mistake and will not be returned for inspection. There was no other product issue noted at the account after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device used was unknown, but the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some reported difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not provided. No additional information is available.